Manufacturer narrative:
(B)(4). G2: foreign: italy. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0009613350 -2023-00575.

Event description:
It was reported that the patient underwent revision surgery due to metal-to-metal pathology, approximately seven (7) years after implantation. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: g3; h2; h3; h6. H3: product information unknown. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records for the cup could not be performed due to missing lot number. A review of the complaint history for the cup could not be performed due to missing reference and lot numbers. With the available information, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends h3 other text : product information unknown

Event description:
No additional information at this time.